Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
Sonicanchor kit was used correctly by surgeon. After the anchor had solidified, the surgeon went to pull on the suture and the suture tore apart. The anchor stayed in its place. We used another sonic kit, and it worked fine.

Manufacturer narrative:
Product inquiry states the sonicanchor kit 2.5x10 mm / force fibre #0 / c-2 to be the primary product. Review of the device history records revealed no discrepancies. The reported event was not confirmed as the sonicanchor kit was not available for evaluation and thus, a physical examination was impossible. Based on the information given and due to missing physical evaluation an exact root cause could not be determined. The file will be closed formally in accordance to our procedures. If additional information is received the investigation will be reopened. Review of the complaint history, CAPA databases and risk analysis did not identify any problems. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
Sonicanchor kit was used correctly by surgeon. After the anchor had solidified, the surgeon went to pull on the suture and the suture tore apart. The anchor stayed in its place. We used another sonic kit, and it worked fine.